Manufacturer narrative:
The hospital facility has not determined if the device is going to be returned at this time. If returned, analysis would not be performed as the reason for infections is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
(B)(6) 2019: r3001/infection. Reportable: yes. Decision type: serious injury report. Antibiotics for infection are generally required for treatment to preclude permanent impairment of a body function or permanent damage to a body structure.